Event description:
It was reported pt's ipg can no longer communicate with the programmer. A new programmer wand was sent to the pt to help resolve the issue but was unsuccessful. No surgical intervention will taken place at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.